Event description:
The customer reported to philips that the device is displaying error messages: system failure, enter password, and auto-check failure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.